Event description:
In 2007, the distributor (name unk) reported that before a procedure with a patient with spondylolisthesis of levels l5-s1 the nurse opened the sterile kit and saw that the cannulated polyaxial screwdriver was worn/broken. Add'l info received on 20 nov 2007. The distributor reported that before surgery, while the nurse was checking the instrument, the nurse found the screwdriver did not hold the screws. The surgeon was able to finish the case as intended by using another instrument. There was no reported patient injury or surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.